Event description:
It was reported that the port and catheter were inplanted for pain management. Morphine therapy was not providing pain relief, so a dye study was performed which showed the system was not patent. The port and catheter were explanted and it was noticed that the catheter had separated with a portion retained in the patient. There were no attempts made to remove the retained portion. Information from the hospital indicates that it is very probable that the catheter was cut when it was retracted against the needle bevel.